Event description:
It was reported that froze on wire occurred. A 2.50mm x 12mm nc emerge balloon was advanced inside the patient, but the device became stuck with the guidewire. The device was removed together with the guidewire. Once outside the patient body, the guidewire was removed from the catheter. The procedure was completed with a different device. No patient complications resulted in relation to this event.